Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer stated the transducer broke off. No lot# information provided. No product to be returned for evaluation. Per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.11. Cause - stopcocks: luer lock thread is stripped or broken effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further review of investigation details to be carried out.

Event description:
Nt821731c -transducer failure- leaking. No patient injury.

Event description:
Nt821731c, eds 3, gen ll, no catheter- transducer failure- leaking. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 20 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation, however images provided by the customer showed a broken transducer connection. It is not clear how the breakage occurred; however excessive force is likely to cause this breakage. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.